Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 , the receiver displayed the message "transmitter not found." No additional patient or event information is available. No product or data was provided for evaluation. The customer complaint could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was not returned for evaluation; however; data was received from the patient. A review of the downloaded data log did not confirm the reported event of a displayed message "transmitter not found". A root cause could not be determined.